Event description:
Since my surgery, I have gone back to the doctor several times complaining of the chronic pain in the groin area, feeling like the hip was locked or catching and if I moved it just right, it might pop out of joint. Difficulty with hip flexion when going up and down stair and with lifting my right leg, and getting up out of a sitting position. I have a hard time sleeping at night and trying to get comfortable, not being able to sleep on either of my sides because of the discomfort in the groin area. I even spent thousands of dollars on a bed hoping it would help, only to still be trying to find the comfort and realizing it's not the bed, it's the hip. After the doctor taking x-rays I'm told everything looks fine, but it is obvious to the doctor that I am in pain. I have done physical therapy over the years, indoor water exercising, lost weight, injections in groin area only to get little or temporary relief or none at all. I am scheduled for a hip revision on (B)(6), 2011.